Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that power module alarmed when connected to ac power. The red battery symbol appeared. It was attempted to replace the internal battery with a new one, but the alarm persisted. The connection between the battery and power module had some malfunction. The power module was replaced with a new one.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with the most recent approval. Manufacturer's investigation conclusion: the reported event of a red battery symbol on the heartmate power module when connected to ac power was confirmed via the returned unit at the european distribution center (edc). The heartmate power module was returned and evaluated at the edc on 28mar2022. The system was powered on and the red battery symbol appeared, confirming the reported event. The battery clip was then observed to be corroded. After replacing the battery clip, the issue was resolved. Preventative maintenance was then performed on the unit, a functional test was performed, and the unit passed all steps without issue. After the replacement of the battery clip, the unit operated as intended. The root cause of the reported event was determined to be the corroded battery clip; however, the root cause of the corroded battery clip could not be conclusively determined through this analysis. Incidental findings: damage to the power module battery the device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.